Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump would not prime and that and that it would not deliver but did appear to be running. They did attempt some troubleshooting with a new set and water and they were unable to correct the issue. Mmdg did follow up with the initial reporter to obtain additional complaint information. They did not report any adverse effect to the patient. No other information was provided. (B)(4).